Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a literature published by 424 military general hospital, thessaloniki in greece. The title of this report is ¿subtrochanteric femoral fractures treated with the long gamma3® nail: a historical control case study versus long trochanteric gamma nail¿ which is associated with the stryker ¿gamma nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.otsr.2015.06.018. This report includes research done on 158 patients between the period 2000 and 2005. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (2) cases of nail breakage in the group of the patients treated with the ltgn (long trochanteric gamma nail). The report states in two cases, a ltgn failed at the junction of nail with the lag screw 4and 6 months postoperatively, due to delayed union. The nails were revised to dcs (dynamic compression screw) and the fractures healed uneventfully 4 months after revision operation. Delayed union/nonunion at the fracture site was the trigger factor for both the implant failures. The cause of breakage was metal fatigue due to dynamic stress.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged nail breakage due to delayed union mentioned in the event description could be confirmed through the available radiographs in the article. And through the radiograph's additional information it is clearly indicated that the reduction was very poor. The event can be then classified as user-related. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by 424 military general hospital, thessaloniki in greece. The title of this report is ¿subtrochanteric femoral fractures treated with the long gamma3® nail: a historical control case study versus long trochanteric gamma nail¿ which is associated with the stryker ¿gamma nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.otsr.2015.06.018. This report includes research done on 158 patients between the period 2000 and 2005. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses (2) cases of nail breakage in the group of the patients treated with the ltgn (long trochanteric gamma nail). The report states in two cases, a ltgn failed at the junction of nail with the lag screw 4and 6 months postoperatively, due to delayed union. The nails were revised to dcs (dynamic compression screw) and the fractures healed uneventfully 4 months after revision operation. Delayed union/nonunion at the fracture site was the trigger factor for both the implant failures. The cause of breakage was metal fatigue due to dynamic stress.